Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) does not show the hr values and waveforms. They tested on a simulator, and the issue is duplicated. Qa inquired whether there was an error message of it failing, whether the parameter was in use when it failed or whether the staff went to use the parameter and found it did not work. The customer has been unresponsive to the inquiries. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) does not show the hr values and waveforms. They tested on a simulator, and the issue is duplicated. Qa inquired whether there was an error message of it failing, whether the parameter was in use when it failed or whether the staff went to use the parameter and found it did not work. The customer has been unresponsive to the inquiries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device section. No reply was received. Central nurse's station model: ni sn:(B)(6) device manufacturer date: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the gz telemetry transmitter (tele) does not show the hr values and waveforms. They tested on a simulator, and the issue is duplicated. Qa inquired whether there was an error message of it failing, whether the parameter was in use when it failed or whether the staff went to use the parameter and found it did not work. The customer has been unresponsive to the inquiries. No patient harm was reported. Service requested / performed: the unit has been cleaned and decontaminated. The model, serial number, and all labels were verified. The gz-130pa (sn: (B)(6) showed no signs of visible damage or scratches. All leads (1, 2, 3, avr, avl, avf, v1, and v3) were tested by connecting to a simulator, and the report is not duplicated. The issue is likely on the customer's side with their connections or leads. Investigation conclusion: root cause analysis: the reported issue was not duplicated or confirmed. A definitive root cause could not be determined. However, upon evaluation from the repair center they tested all leads (1, 2, 3, avr, avl, avf, v1, and v3) by connecting to a simulator and the reported issue could not duplicated. Repair center stated that the issue was most likely caused by the customer's connectors or leads. To resolve the issue an exchange unit (gz-130pa, serial number: (B)(6) was shipped to the customer. We have identified other known ECG/waveform issues which are listed below for reference: fuzzy or inaccurate waveforms (e.g., sawtooth patterns, square waves) and wave artifacts (signal noise, lead placement, lead connection, network interference) may be caused by faulty lead placement or faulty leads or may require the ECG system relearning the patient's rhythm. Lead sets are used to acquire ECG readings, and the users should verify that the leads are authorized for use with the transmitter in operation before monitoring a patient. Improper connection of leads (leads not properly seated), and/or damaged or contaminated leads (dirt, dust and/or cleaning residues) may contribute to ECG issues. If the leads are not seated properly to the transmitter, readings will not appear properly. Users should ensure that all cable connections are secure before monitoring a patient. Damage to lead sets are most likely a result of mishandling that results in the damage to the inner wires of the leads. Damage to the conductive wires would prevent data from reaching the transmitter and transferring over to the bsm or cns. Buildup of residues on contact points could interfere with the stable flow of data or create a weak signal that may appear as a flat line or as broken waveforms on the transmitter, bsm, or cns. Lead issues resulting in the above-mentioned failure modes would be immediately recognizable by the user and addressed promptly. Many lead-related errors may be caused by poor lead placement. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 central nurse's station model: ni, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Corrected information: UDI related data quality updates d1 brand name: corrected the from gz-130pa to gz-gz-130p d2 product code: corrected from drt to mhx. D4 model number: corrected from gz-130pa to gz-gz-130p. D4 catalog number: corrected from gz-130pa to gz-gz-130p. D4 unique device identifier (UDI) #: corrected the UDI # to include the pi information. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative h11 corrected data.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) does not show the hr values and waveforms. They tested on a simulator, and the issue is duplicated. Qa inquired whether there was an error message of it failing, whether the parameter was in use when it failed or whether the staff went to use the parameter and found it did not work. The customer has been unresponsive to the inquiries. No patient harm was reported.